Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. The impella device and data logs were returned for evaluation. Inspection of the console performed revealed broken/missing purge disk detect flag. Data logs from the reported day of event are consistent with complaint and show multiple attempts to install purge cassette and disk, each time with purge disk not detected alarm (#402). Therefore, the cause of the issue was a defective component.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp support, the automated impella controller (aic) did not recognize the purge disc. The aic was exchanged and the procedure was able to be completed without issue. There was no reported patient harm.